Event description:
It was reported that the device exhibited oversensing of noise on the atrial and ventricular channels. The ventri- cular sense configuration was programmed to unipolar. The observed signals appeared to be noise from an environmental source. The physician elected not to make any changes.